Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2021). The catalog number identified in section has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products is identified.

Event description:
It was reported approximately one year and two months post port placement through right jugular vein, allegedly developed thrombosis when viewed under ultrasound. The patient is stable post removal.